Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the working channel sleeve of the spyscope ds protruded. A second spyscope digital access and delivery catheter was used; however, the working channel sleeve also protruded. They used a third spyscope digital access and delivery catheter but still the working channel sleeve protruded. There was an ehl probe inside the three spyscope ds devices when the working channel sleeve protruded. There were no reported issues with the ehl probe. The procedure was still completed with the third spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.